Event description:
The customer's family member called and stated that the driver block and arms are difficult to move. It was indicated that the family member believes moisture has gotton into the pump. In addition, the customer has been experiencing unexplained hbg's. At the end of the call, the family member was advised that the pump will be replaced.